Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. The inner shaft was buckled starting at the marker band and extending 2mm proximally. There was a guidewire stuck in the device. The guidewire lumen was flushed with water and the guidewire was removed. There was no obvious damage to the guidewire. The damage was consistent with an interaction from a guidewire.

Event description:
Reportable based on device analysis completed on 23nov2020 it was reported that the wire could not pass through and was caught in the balloon. The target lesion was located in the right coronary artery. A 1.2mmx12mm threader was selected for use. During procedure, it was noted that the distal tip of rotawire would not pass through when trying to remove the balloon. It appears that the wire was getting caught on the distal part of the balloon. Another rotawire was replaced and the procedure was completed. However, device analysis revealed a balloon pinhole.